Event description:
It was reported that during a spleen resection procedure the surgeon used ec60a and ecr60w to cut the splenic artery. But the device could not fire at the first stroke of the first firing. The surgeon changed ec45a and ecr45w to continue, but the ec45a could not fire at the first stroke. The artery was broken after the ec45a was removed. The blood transfusion was taken for the patient last about 3000 ml blood. The procedure was converted to open, and the procedure was prolonged 90 minutes. Now the patient was in the hospital. Devices have been discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon or back table experience with the device? How was the device removed from the vessel? Was there difficulty removing? What was the patient history? What was the indication for surgeon ? Why did the patient have a splenectomy? What is the current patient status?